Manufacturer narrative:
The device was evaluated. A review of the event history log identified multiple occurrences of flange sensor error. During functional testing, the error was reproduced when turning on the device. Further flange sensor testing could not be performed as the error was constantly occurring in the advanced options screens. The device was detecting a loaded flange when it was not loaded. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was related to a defective sensor. The top enclosure (including the sensor) would be replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq syringe pump, flange sensor failure (system error 21502) was identified. No additional information is available.